Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) developed an infection. Subsequently, the patient underwent surgical intervention to remove this lead. No additional adverse patient effects were reported. This lead is not expected to be returned due to infection.